Event description:
It was reported that the patient had the artificial urinary sphincter, originally implanted in 2011, removed due to atrophy around the cuff. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted with no further complications.